Event description:
As reported to customer relations via cri observation study complaint form: (B)(6)2024 subject diagnosed with sepsis/urosepsis. Admitted to the hospital in ICU. Medical treatment with antibiotics and vasopressors. Site related to resonance metallic ureteral stent. Site stated: on CT exam the report stated that the stent may be malfunctioning. Per pi he stated that this was an adverse event and complication of the stent. Also related this to pre-existing condition as this relates to the nature of disease. Patient has history of horseshoe kidney and past nephrectomy.